Event description:
Per written report rec'd from canada: "the customer reports that the injection site blew off when they were infusing a contrast media. They were running the contrast media at a rate of .3ml/sec. (Running a total volume of 15ml) when the incident happened. Their procedure is to start with the 35ml at this rate and then 78ml at a rate of .08ml/sec. Needle was a 20 guage." One incident. No patient compromise.